Manufacturer narrative:
Event description: as reported, during a stent placement in the ureter, the distal curl of the filiform double pigtail ureteral stent set separated. Upon placing the stent over a non cook guide wire, the wire guide inadvertently passed through one of the side ports of the stent. The user then pulled on the distal curl of the stent to rectify this and correct the position of the wire guide, causing the curl to separate. The issue with this device was discovered prior to patient contact and it was not used on a patient. The stent was immediately replaced with a new like device to complete the procedure. The complaint device was stored in proper manner in the storeroom. The coating on the guide water was activated by being flushed & submerged in water. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device and interview of personnel were conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control procedures. One filiform double pigtail ureteral stent was returned for investigation. The returned device was missing a pigtail with the point of separation being approximately 1cm from the final ink mark. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The relevant manufacturing documents were reviewed, and it was concluded that the stent shape was adequately inspected during quality control. The information provided upon review of complaint file, device history record, complaint history, and quality control documents does not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. The cause of the break was not able to be determined for this incident; however, the customer¿s recollection of how the break occurred alludes to the interaction between the wire guide, stent, and repositioning due to the wire guide entering one of the sideports as the cause. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: postal code: (B)(6). E3: occupation: regulatory affairs manager . G4: PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a stent placement in the ureter, the distal curl of the filiform double pigtail ureteral stent set separated. Upon placing the stent over a non cook guide wire, the wire guide inadvertently passed through one of the side ports of the stent. The user then pulled on the distal curl of the stent to rectify this and correct the position of the wire guide, causing the curl to separate. The issue with this device was discovered prior to patient contact and it was not used on a patient. The stent was immediately replaced with a new like device to complete the procedure. The complaint device was stored in proper manner in the storeroom. The coating on the guide water was activated by being flushed & submerged in water. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.